Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level over 600mg/dl at its highest and small levels of ketones; current bg level was 195mg/dl. A manual injection was administered to address the elevated bg level. Supply changes were performed to address the past occlusion alarms. A system check was performed for the current occlusion alarm and the occlusion was found to be within the cartridge. A supply change was performed and insulin deliveries were successfully resumed. Reportedly, the customer continued to use the pump for insulin therapy.